Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running short self test (sst) with the breathing circuit that was being used on the ventilator. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient the exhaled tidal volumes (vte) on an 840 ventilator were displayed as lower than the set value. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The